Manufacturer narrative:
The investigation was completed on (B)(6)2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00001975 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large. It was reported that the physician noticed that the hemostatic valve seemed to be "loose." The carto vizigo¿ 8.5f bi-directional guiding sheath - large was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received. The hemostatic vale section broke/separated. Hemostatic valve (gasket) did not dislodge inside the hub nor outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient and the malfunction was noted prior to insertion into the body. Therefore, no air entered the patient¿s body. No patient consequences. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).